Manufacturer narrative:
All information reasonably known as of (B)(6) 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
FDA medwatch/ FDA user facility report # mw (B)(4). The information in the complaint was noted in the initial. The only new information was FDA user facility report # mw (B)(4).

Event description:
It was reported while the nurse was instilling medications into the feeding tube, fluid was draining from patient's nare. The nurse noted the feeding tube to be severed at the entry to the patient's nostril. The nursing staff were unable to access the remnant of the tube within the nare/oropharynx. The physician was notified. Using a laryngoscope, the tube remnant was removed with magill forceps and extracted from above the patient's vocal chords. No additional sedation was required as the patient was sedated and paralyzed prior to the event. The et tube placement was not disturbed during the removal of the remnant of the feed tube. The feed tube has been in place since july 30. A replacement tube was placed via cortrak at 08:26am and feedings were resumed at 10:30am.

Manufacturer narrative:
The actual sample was not returned for further evaluation of the potential defect; however, a photograph of the device was provided. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 23-sep-2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Complaint database and identified as complaint (B)(4).